Event description:
It was reported that a t-connector ruptured during contrast administration while connected to a patient during a CT scan. The tubing set ruptured in the center of the tubing creating some blood loss. The rupture was approximately 1.5cm long. They were administering omnipaque 350, highest pressure recorded; 270/psi, highest flow rate recorded; 5.05ml/sec. There was no patient harm reported.

Manufacturer narrative:
The customer¿s report of a t-connector rupture during contrast administration was confirmed. Visual inspection noted the set had ruptured tubing. The rupture was five inches above the set¿s male luer and was approximately 0.5150 inches long. The set was also visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No other abnormalities were observed on the set during visual inspection. Due to the damage to the tubing, no functional testing was performed. The root cause of the ruptured tubing was determined to be an excessive amount of pressure, reported as 270psi by the customer, being applied to the non-pressure rated set.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a t-connector ruptured during contrast administration while connected to a patient during a CT scan. The tubing set ruptured in the center of the tubing creating some blood loss. The rupture was approximately 1.5cm long. They were administering omnipaque 350, highest pressure recorded: 270psi , highest flow rate recorded: 5.05ml/sec. There was no harm.